Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. The customer used manual injections to address bg level. Reportedly, the customer believes insulin was not being delivered. System check was performed with tandem technical support and no issues were identified. However, the customer reported recently switched to novolog insulin from humalog and thought their body was rejecting the insulin. Additionally, the customer reported recently giving birth. Then, the customer reported an "issue" regarding the fill estimate. No further information was obtained as the customer declined any further troubleshooting regarding the event. Recommendation was made to consult with health care provider regarding diabetes management. Although requested, no further information was provided regarding the reported event.